Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, a black fiber was in the left eye. The surgeon removed the fiber and completed the case. There was no patient impact.

Manufacturer narrative:
The company device was not returned. The lens remains implanted. A piece of sponge-like material was returned wrapped in a very large piece of plastic (possibly a waste bag). The material has a spot of dried viscoelastic in the center. The material was examined at 200x and a fiber could not be found. Product history records were reviewed and documentation indicated the product met release criteria. The root cause for the reported complaint could not be determined. The company device was not returned. The lens remains implanted. A fiber was not found on the returned sponge-like material. The manufacturer internal reference number is: (B)(4).